Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video gastroscope eg29-i10c serial:(B)(4). In the event reported, the user stated that there is image irregularities including colors/ rolling images.. The anomaly was detected before use. No adverse event was reported with this complaint. No additional information was provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states eg29-i10c-us with a 510k # k190805 (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.